Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received open book image. The customer¿s blood glucose level was unknown. Troubleshooting was done for the open book image. The customer reported that she went to change the battery and now she had an image of a insulin pump with an arrow pointing to a book. Customer also reported that the insulin pump alarmed with insulin flow block alarm. Customer declined to troubleshoot for insulin flow block alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test or verify no delivery/occlusion alarm due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.